Event description:
It was reported that on august 15, the gantry made a noise and the c-arm rotated to the right on its own. A field engineer examined the device thoroughly and could not reproduce the issue.